Event description:
A physician reported that during surgery, an ophthalmic system exhibited intraocular pressure was unstable. The procedure was completed on the same day without further issues. The patient¿s health impact has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).